Event description:
In 2009, the lay user/pt contacted lifescan alleged that a one touch ultra 2 meter was reading inaccurately high. The pt manages his diabetes with self-adjusted insulin. The pt indicated that the alleged issue started six days prior, at an unspecified time. That morning, the pt was feeling unwell. However, it is not known what exact symptoms the pt had as far as feeling unwell at the time. Before eating breakfast, the pt tested his blood glucose and got an unk meter reading. Based on the meter reading, the pt took 10 units of humalog insulin. Ten to fifteen minutes later, the pt claimed that he started feeling worse and reportedly developed symptoms of sweating and an unspecified overwhelming feeling. The pt denied receiving treatment because of the alleged issue. As a result of the alleged issue, the pt visited a nurse later that same week and performed a meter-to-other meter comparison. The pt reported blood glucose results of "12.3 mmol/l" with a lifescan meter and "9.4 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The pt was using a correct technique for testing with the reported meter. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he started feeling worse and developed symptoms of sweating 10-15 minutes after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.